Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe bleeding") and haemorrhagic anaemia ("anemia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), libido decreased ("decreased sex drive"), abdominal pain upper ("stomach pains"), headache ("headache") and weight increased ("weight gain"). The patient was treated with surgery (required to have the essure devices removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, haemorrhagic anaemia, libido decreased, abdominal pain upper, headache and weight increased outcome was unknown. The reporter considered abdominal pain upper, genital haemorrhage, haemorrhagic anaemia, headache, libido decreased and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.